Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump has minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads and missing the end cap sticker.

Event description:
Customer reported via phone call that they have a motor error alarm. The blood glucose reading is 500 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.